Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that although pain relief had been obtained previously, after a CT scan was performed at the hospital, pain relief was no longer achieved. It was reported by the patient that the CT imaging might have been the cause. On 5/27, the patient visited the hospital and reported that the pain had suddenly become severe after the CT imaging. It was presumed that the pain may have occurred due to the stimulation having stopped, so the usage status was checked; however, the report indicated that the device had been used every day. The patient was then asked whether the stimulation had been turned off during the CT imaging. The patient stated that there was no recollection of having the stimulation turned off with the ct900, and that the patient controller had not been operated because it was difficult to use. The patient was advised to ensure that the stimulation is always turned off before undergoing CT imaging in the future. Since the final adjustment of the electrical output had been performed six months earlier, the sensory threshold was checked and the settings were reprogrammed. It was unknown if the issue has been resolved. Additional information was received. Ins serial number confirmed. The cause of the return of symptoms / pain was not determined, and it was unclear whether it was caused due to the CT. The patient did not remember that he turned off the stimulation. Resolution was unknown. Logs were inquired about, but no response was received from the mobility team.

Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.